Manufacturer narrative:
On (B)(6) 2021, mentor received additional information indicating that the correct date of explantation was on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast augmentation with two 275cc mentor memorygel breast implants, suffered bilateral breast implant ruptures, post-procedure. On (B)(6) 2021, the patient underwent bilateral implant removal (without replacement) for unspecified reasons. The ruptures were discovered upon removal. This medwatch form is for the right breast prosthesis.